Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the light guide cover glass with corrosion, the cause was due to damage or deterioration of parts and environmental problems. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited light guide cover glass with corrosion. There was no patient involvement.